Event description:
I late 2008, the pt reported that she noticed today that the display of her infusion device was blank while attempting to bolus. The infusion device had never been used before today. She removed and reinserted the battery and the infusion device operated properly for 1 hour prior to the report. The pt was instructed to insert a new battery and the infusion device continued to beep and vibrate and the display went blank and then became stuck on the "sw version c2.01" screen. The pt removed and reinserted the same battery and the infusion device eventually went to stop mode and the display went blank. The pt changed the battery cover 2 times during the course of the report, and the battery contacts were not bent. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.